Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level. Customer went to the hospital for surgery but had a blood glucose of 70 mg/dl. The customer was treated with glucose. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08730 inches. Device was programmed with a test glucose meter. Device received properly from meter the display value. No communication anomalies noted. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with broken belt clip slot.